Event description:
It was reported that during onyx injection, the physician felt high pressure and onyx did not exit the tip of the catheter. The physician stated that the catheter seemed to have an obstruction. The injection was stopped and then started again with the same result. The catheter was withdrawn from the pt, and a hole was observed at 20 cm from the catheter's tip. No pt injury reported. Same event as MDR# 2029214-2009-00055.

Manufacturer narrative:
The device involved in this event will not be returned for eval as it was consumed in the event. (B)(4).